Manufacturer narrative:
The exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by a biomedical engineer that during a laparoscopic surgery using the subject device with usg-400, the tissue pad was separated inside the patient. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was evaluated and investigated by olympus medical systems corp. (Omsc). The tissue pad was worn out. It was confirmed that the tissue pad had fallen off. The device history record for the lot indicated no anomaly with the event-related items below. Inspection] ultra-sonic output. Inspection] appearance. Based on the result of confirming the subject device and the investigation results in the past, a likely mechanism causing the detachment of the tissue pad might be the following: grasping section was closed without grasping anything between the grasping section and the distal end of the probe while ultrasonic output was activated (this includes after tissue resection). This might have caused the tissue pad to wear out, and it was partially peeled off. A force was applied to the detached tissue pad, causing it to tear and partially fell off. No other information could not be obtained. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic surgery on the cecum, the subject device was used. There was no injury on the patient and the medical staff in the event. It was not reported that fragment remain inside the patient.